Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was not feeling well. The patient had been sick, feeling weaker, and sleeping a lot. The caller reported that this has been a gradual change. No further patient complications were reported. Additional information was received from a healthcare provider (hcp). It was reported that the patient was evaluated for infection and other medication. There were no changes to the device or therapy. The patient was also hospitalized for difficulty safely living at home. These issues occurred in (B)(6) 2017.